Manufacturer narrative:
(B)(4). Investigation results: the product was returned to carefusion and an evaluation was performed. Upon review of the returned complaint product, it was observed that the suction catheter contained an irregular fracture. The quality assurance team tested a product sample from the same return lot and performed testing for tensile strength. The results of the tensile strength test do not show that the fracture was caused due to a manufacturing defect. It is assumed that the breakage of the catheter was caused by some unknown outer force which happened during use in your facility. Unfortunately after testing, the root cause for this reported issue could not be determined. A review of the device history record (DHR) was performed for this lot. There were no abnormalities found with the DHR that would have contributed to the reported issue. A review of the carefusion complaint system was also performed for this device over the last two years. There have been no other reported complaints for this same issue for this device during this time period. The reported issue will continue to be trended and evaluated by carefusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the complaint product has not been returned from the customer. However the customer indicated it is available for evaluation by carefusion. A follow up witll be sent once the complaint product is received and an evaluation is performed.

Event description:
The following was reported to carefusion: a (B)(6) was discovered to have a foreign body in her trachea on (B)(6). The infant was taken to the operating room by ent and a 3 cm segment of suction catheter was removed from her trachea without complication. The segment of catheter that was removed is the distal end of a 5-fr airlife closed suction catheter. The infant was extubated at the time the foreign body was discovered. Based on her clinical history and radiologic exams, the piece of catheter broke off in her trachea sometime between (B)(6), so it had been in her airway for at least 10 days. The infant's nurses and respiratory therapists never reported any problems with the suction catheter, and did not recognize that a piece was missing from it. Based on inspection of the end of the catheter, it appears that the catheter was cut. We are speculating that the catheter was cut when the endotracheal tube was shortened, but we cannot rule out that the catheter had a defect that caused it to break. I inspected the cut piece of suction catheter and compared it to an intact catheter. Since the markings at the distal end of the suction catheter are all black, I can see how the catheter might get inadvertently cut if the distal tip of the catheter was still in the endotracheal tube. Additional information was requested and obtained from the customer: can you please provide me with information why the endotracheal tube was cut in the first place: we will often shorten the ett after insertion because the extra length hanging out of the patients' mouth makes it difficult to position the vent circuit and safely re-position the baby. This is common practice in all nicus that I have worked. Is it your routine practice to remove the ventilator circuit form the ett when cutting the tube? Or do you leave the circuit and ett connected when cutting: the respiratory therapists and nurses trim down the tube, but I think they usually leave the circuit connected. Is it your practice to leave part of the suction catheter inside of the ett: no. The suction catheter should have been fully retracted. What alerted the clinician that this piece of the suction catheter was in the airway: the infant was having increasing apnea/bradycardia/desaturation events on the morning of (B)(6) so she was re-intubated. On the xray after intubation, the pediatric radiologist noticed a shadow in the left mainstem bronchus that appeared to be a foreign body. Several more xrays, including lateral films, were obtained to confirm that it was a foreign body. On review of prior films, the piece of catheter had been there on prior films (first film it was present on was from (B)(6)) but it had not been noticed by experienced radiologists and neonatologists reviewing the films because it was difficult to visualize. Was there a decrease in spo2, failure to ventilate, decreased tidal volumes, retractions of the chest, or any septic condition noted due to this suction catheter: it is difficult to say whether the infant needed to be intubated because of the foreign body, or if she was "tiring out" after being on non-invasive ventilation for 10 days. She had been having frequent brady/desat episodes prior to the day she was intubated. An evaluation for infection was done on the day the piece of suction catheter was discovered, and she was started on antibiotics. Infection was not confirmed (no positive cultures), but the decision was made to treat her with antibiotics for 7 days given that she had a foreign body in her airway for at least 10 days and she is immunocompromised since she is an extremely preterm infant. Do you have any additional information on the patient affected by this incident (initials, age, wt., etc.): the infant was born at (B)(6), and the piece of suction catheter was discovered on day of life (B)(6). Her birth weight was (B)(6), and she weighed (B)(6) on the day the piece of suction catheter was discovered. What injury did the patient sustain: no evidence of significant injury. What treatment was provided to the patient: the infant was taken to the operating room by pediatric ent that day after foreign body was discovered, and the foreign body was removed by bronchoscope without complication. The infant was treated with steroids for airway swelling after the procedure, and she received a 7-day course of antibiotics. She was extubated to sipap the day after the bronch. What is the clinical status of the patient: stable. She's currently breathing spontaneously on high flow nasal cannula. Was this incident reported to the FDA via a medwatch by the reporting facility: not to my knowledge.